Manufacturer narrative:
The product is not expected to be returned. The diagnostic log data is expected to be returned for review. When the results are available a supplemental report will be submitted. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The medwatch submission numbers for the other products involved will be provided in a supplemental report when available.

Event description:
It was reported that there were inaccurate values with the hemosphere instrument. This was while using the flotrac and hemosphere technology. The cardiac output values were 18l/min, the cardiac index values were up to 9, stroke volume was up to 180's plus. This was while monitoring an ECMO patient. When they switched to a different hemosphere the values stayed the same. When they switched to an ev1000 monitoring system they still received the same result. There were no alerts or alarms. There was no inappropriate patient treatment administered. There was no patient harm or injury. Patient demographic information was requested, but is not available.

Manufacturer narrative:
The product was not returned for evaluation. The diagnostic log data was returned and reviewed. From the data it was determined that there was no defect found with the product. The reported issue could not be confirmed. The submission numbers for the other products involved in this event are; 2015691-2021-04531, 2015691-2021-04524, 2015691-2021-04451.